Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3354 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter could not slide off the needle and the needle would not retract. Facility concerned this was due to burrs on the needle. No other information was provided.